Event description:
The patient presented to their healthcare provider with a skin injury. A steroid ointment was prescribed by the patient's healthcare provider.

Manufacturer narrative:
On (B)(6) 2023, the patient reported via survey that they experienced a burn from wearing zio xt. The patient was contacted for follow up by irhythm clinical operations where the patient confirmed they sought treatment from a doctor who advised the patient that the skin irritation looked like "a bad chemical burn" and was prescribed triamcinolone acetonide cream. Skin irritation is a known inherent risk of the device. Nlb0020 (xt) warnings state the following: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the patch from the patient¿s chest.